Event description:
It was reported that bd eva-si3-sm3 needle precisionglide 16x1-1/2in was noted to have damaged packaging. Verbatim: being: needle 1.60x40mm (16gx1 1/2''), quantity: 9, lot: 4120571, nf: (B)(6), reason: 1 unit with gelatinous foreign body inside the protective cover, 1 deformation in the bevel, 6 dirty around the packaging and inside the needle. Batch: 2363754, quantity: 12, nf: (B)(6), reason: 1 deformed or broken plastic, 9 with dirt on the needle, 2 holes in the packaging. Batch: 3264804, quantity: 8, nf: (B)(6), reason: 6 with dirt on the needle, 2 tears in the packaging. Additional information received on 01/02/2026. It was mentioned as "1 unit with gelatinous foreign body inside the protective cover, 1 deformation in the bevel, 6 dirty around the packaging and inside the needle (1+1+6=8)" but quantity mentioned as 9. Could you please confirm the affected quantity of the batch number 4120571? A: 2 holes outside the packaging; 1 deformed bevel; 6 dirty areas around and inside the packaging. Could you please confirm the date of event? A: 05/05/2025. Was anvisa notified? If yes, what was the notification number? A: no, only to the company. Is the sample related to this incident available for analysis? If yes please answer the below questions. A: yes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.